Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system and a motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed compromised force sensor system during priming process and a motor error alarm during rewind. The customer stated that the drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. Pump unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No compromised force sensor system alarm noted. Pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.